Manufacturer narrative:
(B)(4).during review of the complaint record was found that no patient was involved during the event reported.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery (bd), central processing unit (cpu), and downloaded the latest software revision to resolve the issue. Additionally, the se replaced the oxygen (o2) sensor as per scheduled preventive maintenance. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated an audio alarm and stopped cycling. There is no information regarding the patient being transferred to another device. However, there is no report of death or serious injury associated with this event.